Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported) but is not available for analysis. Device not available for investigation.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery correction: the device has been received by the manufacturer and is available for analysis now. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown whether there are plans to explant the device and to reimplant the patient with another device at the time of this report july 27, 2011.